Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn was called to the patient's room for fluids leaking. Upon assessment, the rn found that blood was noted to be backing up into the triple connector tubing set. The blue and white clamps were secured and flushed with fluid squirting from one of the arms of the trifuse set. The rn cleared the blood by clamping the red clamp and then restarted the tpn and intralipids only to note that the lipids were leaking from the lipid arm of the trifuse set. The tubing set was replaced with a new one and the infusions continued without further complications. The customer provided a note with the received tubing set with "white arm and red arm" written that may be indicating the leaks occurred from these arms of the trifuse set, however, it is unclear. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking triple connector was confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Examination under magnification showed a small tear/cut which nearly bisected the tubing. Functional testing confirmed leaking from the lower part of the tubing arm which contained the white slide clamp. Pressure testing resulted in no leaking. The cause of the leak was determined to be a tear/cut in one of the tubing arms. The root cause of the tear is unknown.

Event description:
The customer reported that the rn was called to the patient's room for fluids leaking. Upon assessment, the rn found that blood was noted to be backing up into the triple connector tubing set. The blue and white clamps were secured and flushed with fluid squirting from one of the arms of the trifuse set. The rn cleared the blood by clamping the red clamp and then restarted the tpn and intralipid's only to note that the lipids were leaking from the lipid arm of the trifuse set. The tubing set was replaced with a new one and the infusions continued without further complications. The customer provided a note with the received tubing set with "white arm and red arm" written that may be indicating the leaks occurred from these arms of the trifuse set, however, it is unclear. There was no patient harm.